Event description:
The reporter indicated that after a recent re-implant surgery for battery replacement, the pt experienced pain around the incision site. The surgeon opted to reposition the device in 2008 , to prevent further "tenting" of the generator. I am awaiting additional information, regarding the current status of the pain.